Event description:
On (B)(6) 2013, it was reported that the patient came into the office and was found to have high impedance. The last diagnostics performed on (B)(6) 2013 (in the operating room at the time of the patient's prophylactic battery replacement) showed the battery was good and did not indicate high impedance. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Follow up found that the physician no surgical intervention has been performed on the patient, as the physician believes the patient is fine. The physician reviewed the x-ray and found no issues; however, the x-rays were sent to the manufacturer for review as well. Placement of the generator is normal in the left chest, and the feedthru wires appear intact. It does appear that the connector pin is fully inserted inside the connector block. The ability to see the lead is compromised due to inconsistent brightness and contrast. Lead does not appear to be present behind the generator. The presence of gross fractures or discontinuities cannot be assessed as portions of the vns were not seen on the x-ray images. Attempts for additional information will be made. No additional information has been provided to date.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.